Event description:
Event occurred in spain.it was reported that the patient experienced three infusion sets came loose event during use on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 3.e1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.